Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When putting set back together, it was noticed the red actuator tip on the stylus of the balanced sizer was broken off.

Manufacturer narrative:
The complaint states when putting set back together, it was noticed the red actuator tip on the stylus of the balanced sizer was broken off. The investigation confirmed the failure mode as reported. The investigation confirmed that the device concerned in this complaint was manufactured with a radel grip and is from a previous design. A new design has been released in which the grip is made from avaspire which glass filled material which is less susceptible to residual stress and resists propagation of cracks ((B)(4)). The complaint shall be closed with a justified conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.